Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and seroma-late.

Event description:
Healthcare professional reported right side ¿seroma mixed with liquified hematoma¿ and ¿capsular contracture¿. Healthcare professional also reported "patient was attacked by police dogs which likely caused deflation"; this is not device related. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, brown particles in the shell and delamination valve. A leak test and microscopic analysis were performed which identified: total delamination of the valve. Based on the device analysis the final assessment is total delamination of the valve due to adhesive failure.

Event description:
Healthcare professional reported right side ¿seroma mixed with liquified hematoma¿ and ¿capsular contracture¿. Healthcare professional also reported "patient was attacked by police dogs which likely caused deflation"; this is not device related. Device was explanted.